Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was walking to the kitchen, her daughter noticed that something was hanging, though earlier, the patient went out to buy some food and it may have been caught/got stuck. Reportedly, the infusion set's tubing was detached at the site. The site location was at patient's right side and the pump was in her right pocket. Moreover, the infusion had been in use for the second day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as the patient stated that it may have been pulled and the pump was not dropped with the set connected to the patient's body. No further information available.